Event description:
Discomfort - vagina [vulvovaginal discomfort] , tampons shed fluff [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.